Event description:
During an emergency intubation attempt on a 37 yr old male pt, weighing 195 lbs, with a severe head injury, the disposable laryngoscope blade broke near the contact area. Only the contact area of the blade was saved. The broken piece was removed from the pt's mouth and discarded. Another blade was selected and intubation was successfully completed. The pt succumbed to his injuries on 9/6/96. There is no causal connection between to blade breaking and the death of the pt.